Event description:
A male patient reported that an intraocular lens was implanted in his left eye about 2 yrs. Ago. About 2 weeks post-op was when the patient had visual issues of blurry vision, could read but had to use eye drops. The patient reported that the vision is still cloudy, can drive but annoying and declared that if other people would know his visual issues, they would not like to see him drive. The patient saw his doctor who said that he has to give his brain some time to adjust. Since then the patient has been having the issues and last week (first week of feb 2024) he went to visit another doctor who said that his lens moved, or got displaced, which put pressure in his eye. The patient claims that his eye pressure was high but not sure of specific pressure. The patient was prescribed eye drops for pressure which was effective but he did not remember the name of the prescribed meds. The patient stated that the doctor wants him back as he plans to remove the lens and exchange it with another kind; however, no date is planned yet. No secondary surgical intervention has been done. The patient reported that he has diabetes but no hypertension. No other information was provided.

Manufacturer narrative:
Section a5 (ethnicity): unknown/ not provided. Section b3: date of event: unknown, not provided, but the best estimate date is 2 weeks post-operation. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section h3-other (81): the device was not returned for evaluation; as lens remains implanted, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.